Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bard port MRI implantable port kit was returned for sample evaluation. Visual and microscopic visual evaluations were performed. Along with other components one implanted port, one syringe and one needle were noted on the kit. Th sample noted to be clean. No defect was noted on the port. The port body was patent to both infusion and aspiration without issue. No leak was noted. Small cracks were noted within the introducer needle hub. The introducer needle was patent to both infusion and aspiration without issue. No leak was noted in needle. Therefore, the investigation is confirmed for the reported crack needle. However, the investigation is inconclusive for the reported air in device issue as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (patient, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using m.r.I port. During the preparation of the procedure, the device was found to be defective as the needle was broken, and during aspiration air was getting filled in the syringe. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using m.r.I port. During the preparation of the procedure, the device was found to be defective as the needle was broken, and during aspiration air was getting filled in the syringe. The procedure was completed using another device. There was no patient contact.